Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The bed rails would not stay up and would go down whenever they were touched.